Event description:
A report was received that a trial patient was experiencing numbness in her feet and legs following an implant procedure and could not walk. The patient had an epidural hematoma, confirmed by CT scan. The patient underwent an explant procedure and was regaining feeling in her feet and legs.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014 stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.